Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer stated that upon arrival, the customer had verified that they did not have maintenance keys. It seemed that friendship village used a company called remedy as their supplier. Remedy had said that there were keys, but the director of nursing had been unaware of them. The director of nursing had been informed to contact either the third-party company or quebec directly to request a new set of keys. Once the keys were on site, they had been instructed to put in a new call. No repairs were conducted, and no testing was needed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 matrix drawer 2 was failed to open and unable to issue medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 matrix drawer 2 was failed to open and unable to issue medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.